Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive and the customer received a button alarm. Customer¿s blood glucose was 161 mg/dl. Additionally, it was reported that the pump battery was depleting quickly. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.